Manufacturer narrative:
Concomitant product: catheter 8709sc, explanted: (B)(6) 2015. Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Event description:
The pump was returned to the manufacturer by a non-company representative on (B)(6) 2015. The outcome was reported as recovered without sequelae; however, the reason for return and explant date were in contradiction to what was previously reported(explanted (B)(6) 2015: prophylactic removal to avoid in-vivo battery depletion).

Manufacturer narrative:
Concomitant medical products: product ID 8709sc, lot# n168267017, implanted: (B)(6) 2008, explanted: (B)(6) 2015, product type: catheter. (B)(4).

Event description:
A company representative was notified by a physician and consumer that the patient was receiving lioresal with concentration 2000 mcg/ml via their implanted intrathecal pump at a dose rate of 660 mcg/day. The drug lot number of baclofen was unknown. The indication for use regarding the pump was intractable spasticity and post spinal cord injury. The patient's medical history included paraplegia and spinal cord injury. The patient presented with an infection at the pump pocket site. The incision was opening and there was pus at the site. The area over the pump was red. As per the patient's mother, the patient was picking at the incision regularly. Hygiene appeared to be a related factor as well. The pump and complete catheter were explanted on (B)(6) 2015. The explanted devices were to be replaced in the future. As of (B)(6) 2015, the issue was not resolved. The patient was without injury regarding their status at the time of the report on (B)(6) 2015. On (B)(6) 2015, a company representative further reported that the infection was not resolved from the complete removal of the infusion system and that the patient required antibiotics. It was unknown to the company representative what antibiotics were administered. The hospital had possession of the devices and it was unknown if the explanted devices were to be returned to the manufacturer. No further information was available. Additional information requested included the patient's outcome regarding infection and if the explanted devices were to be returned to the manufacturer.

Event description:
Additional information received from a healthcare provider (hcp) via a company representative (rep) indicated the patient's system was removed due to infection. The exact lioresal dose was 659.8mcg/day (therapy dates (B)(6) 2015-(B)(6) 2015). The patient's medical history includes an incomplete spinal cord lesion at c5-c7. The infection occurred between the dates of (B)(6) 2015 and (B)(6) 2015. As to the cause, it was noted the patient had repeatedly picked at the incision. As of the time of this report the infection had resolved.

Manufacturer narrative:
Analysis of the pump revealed no anomaly. Conclusion code and results code no longer applicable.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.